Event description:
It was reported that an ablation procedure was performed in (B)(6) 2021. Prostyle devices were used after the ablation procedure in two (2) access sites (8.5 fr sheath) in the right common femoral vein under echo and hemostasis was achieved. The patient was discharged without issue and lived life normally. No unilateral swelling, etc. Was noted. On (B)(6) 2022, a second ablation was scheduled, and echo-guided puncture was attempted. The vein could not be seen, and the vein appeared to be occluded. The area where access was previously obtained was noted to be considerably solid. On (B)(6) 2022, an echo and computed tomography of the lower leg was performed. Organized thrombus was noted from right external iliac vein to common femoral vein and below the knee vein. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion and thrombosis are listed in the perclose prostyle instructions for use (IFU), as possible adverse events of use of the device. The pre-close technique was not used when closing with a sheath greater than 8f. The prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that the sheath size used in the procedure was a 9f. There was no issues with the sutures and the cause of the occlusion and thrombus was not known. No additional information was provided.